Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as this device was used for observation and biopsy, it was noticed that the working channel sleeve protruded. A non bsc guidewire was inside the spyscope when the working channel sleeve protruded. Reportedly, no part of the spyscope ds detached and there were no reported issues with the accessory device. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complication reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several locations, beginning near the distal tip. As received, the working channel sleeve did not protrude. However, maximum protrusion was observed when tip was articulated by turning the large knob in the clockwise direction, confirming the reported complaint incident of ¿working channel sleeve protruding from spyscope ds.¿ a functional assessment was performed. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as this device was used for observation and biopsy, it was noticed that the working channel sleeve protruded. A non bsc guidewire was inside the spyscope when the working channel sleeve protruded. Reportedly, no part of the spyscope ds detached and there were no reported issues with the accessory device. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complication reported as a result of this event.